Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Initial reporter occupation: reporter is a j&j sales representative. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that preoperatively to a knee arthroscopy procedure on (B)(6) 2022 it was observed that when the camera head ac - c-mount device was plugged-in, it caused the video monitor to display multi colored lines all over the screen; and that there was no image visibility. During in-house engineering evaluation, it was determined that the device had intermittent operation. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.